Event description:
It was reported that during a lap cholecystectomy procedure, while firing on the cystic duct, the clip dropped from the device and was not placed as intended. The case was completed with a new device of same product code. There was no pt consequence.